Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-oct-19. It was reported that the patient¿s weight was unknown. To clarify the statement that the pump pocket was moving around, the rep stated, ¿pump was moving throughout tissue and causing discomfort in abdomen.¿ external/environmental/patient factors that may have caused or contributed to the pump pocket floating around / pocket becoming ¿all wonky¿ and patient¿s abdominal wall that broke included, ¿the patient is severely overweight and immobile.¿ the cause of the pump pocket moving around / pocket becoming ¿all wonky¿ and patient¿s abdominal wall that broke was determined to be ¿the patient has an excess of soft tissue.¿ the doctor revised the pocket, pump was replaced with a 20cc and patient is doing well. Pump was explanted and replaced with a 20cc, there was nothing wrong functionally with the pump therefore it was not returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving compounded baclofen with concentration 4200 mcg/ml at a dose rate of 446.3 mcg/day via an implantable pump for intractable spasticity. It was reported that a pocket revision was performed on (B)(6) 2019 which included relocating the pump pocket due to the pocket becoming ¿all wonky¿ with the patient¿s abdominal wall that broke. The pump pocket was noted as floating around. The date of event was unknown. As per the manufacturer¿s device registry, the pump was explanted and replaced on (B)(6) 2019. No further patient complications have been reported as a result of this event.